Event description:
Patient was an (B)(6) female with a baseline (B)(6) of 16. Physician made two passes with the merci retriever l6 device, one pass with the merci retriever v 2.0 firm, and aspiration with penumbra 032 twice. The patient developed a hemorrhage after the procedure. Patient's 24 hour (B)(6) was 15. The patient was transferred to a nursing home where she expired on (B)(6) 2011. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the patient outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.